Manufacturer narrative:
Hvad pumps (B)(4) were returned for evaluation. No device malfunction was reported against hvad pump (B)(4); therefore, the purpose of the analysis for this pump is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event of ¿decrease in flow¿ could not be replicated or confirmed with review of log files since log files covering the reported event date were not available for analysis. Failure analysis of the returned pumps revealed that both devices passed functional testing and dimensional verification. Visual examination of hvad pump (B)(4) revealed no indication of mechanical abrasions or abnormal wear of the impeller or on the pump housing surfaces. Visual examination of hvad pump (B)(4) revealed scoring marks on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathological examination of (B)(4) revealed no evidence of thrombus within the pump, but revealed evidence of thrombus within the detached and attached outflow graft segments, which is consistent with the reported event of "decrease in flow". There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the findings of this investigation, the most likely root cause of the "decrease in flow" event can be attributed to external factors such as thrombus obstructing the outflow graft. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Other devices involved: brand name: heartware ventricular assist system, medical device: pump/ (B)(4) model #: 1103 / expiration date: 2017-02-28 . UDI #: (B)(4). Device available for evaluation: yes, return date: 2017-07-14. Mfg. Date: 2015-02-28. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating that during transplant procedure patient received k centra for reversal of coagulation intraoperatively. After that the patient was prophylactically placed on milrinone infusion for right ventricle (rv) support. During that time surgeon made a slight increase speed adjustment to the device. During the operation and after the administration of the above, we started to notice the gradual drop in flow. At first it was slight, and then it became more apparent and rapid. It went as low as 0 right before pumped was stopped to go on bypass. During that time patient was given fluids, blood products, and increase milrinone to try and appease the low flow alarm. Low flow alarms were going off at that time. Pathology could not see any signs of a clot in the pump from their peripheral investigation. Physician was suspicious of clot formation therefore site would like pump analyzed. No further information provided at this time.